Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance resulting from a connection issue between the implantable pulse generator (ipg) and rv lead. The right ventricular (rv) lead was removed and reinserted into the header. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.